Event description:
Caller reported a cartridge alarm 20 during the load process, which led to cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was educated about the correct procedure for removing used cartridges during the load process and acknowledged understanding. Technical support confirmed that the pump was under warranty and decided to replace it with a pump that has updated software. Customer was informed about the use of a g7 sensor with the replacement pump. A backup therapy of multiple daily injections was chosen to ensure continuous insulin delivery.